Event description:
The customer reported via phone call that there was a delivery anomaly on the insulin pump. Customer stated they were advised by the doctor that the insulin pump had missing data on insulin delivery. The customer stated the report showed they did not receive insulin on (B)(6) 2015. It was found boluses on those days were missing. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.